Event description:
Case description: investigation result: novopen 6 - batch mvg7c14 the electronic display showed "error" after the dose button was fully depressed. This was a normal function of the pen to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Novorapid penfill, batch no : unknown no investigation was possible, because neither sample nor batch number was available. No further information available. Since last submission the case have been updated with the following: "malfunction", "is non reportable" field updated. "Qc result" and "qc comment" field updated. "Expected date of fu" updated. Final report ticked. Annex b,c,d,g codes updated. 'Device available for evaluation' and 'returned to manufacturer on' updated. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: (B)(6)2025: upon examination, the device was found to be operating within normal parameters as specified. An error message displayed was attributed to unintended use of the device, but it does not impact the device's mechanical functionality. Reference sample analysis revealed no irregularities related to the observed issue, and batch documentation was found to be in order. Since no faults were found on the returned device novopen 6, it is not possible to elucidate a clear root cause for the experienced adverse event of hyperglycaemia. A long-standing history of type 2 diabetes mellitus represents a significant risk factor for the onset of hyperglycaemia. H3 continued: evaluation summary: novopen 6 - batch mvg7c14 the electronic display showed "error" after the dose button was fully depressed. This was a normal function of the pen to warn the user of non-recommended user behaviour. The user split the selected dose into two or more smaller doses which were delivered over a period of more than 15 minutes. The error was caused by unintended use of the device. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). The patient's blood sugar was not well controlled and was relatively high [blood glucose increased]. On (B)(6) 2025, the dose memory was not working. That the dose counter of the novopen 6 purchased online showed "error [device information output issue]. Case description: this serious spontaneous case from china was reported by a consumer as "the patient's blood sugar was not well controlled and was relatively high (blood sugar increased)" beginning on (B)(6) 2025, "on (B)(6) 2025, the dose memory was not working. That the dose counter of the novopen 6 purchased online showed "error (device image display error)" beginning on (B)(6) 2025, and concerned a female patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "type 2 diabetes", novorapid penfill (insulin aspart 100 u/ml) (dose, frequency & route used-20 iu, qd (8u in the morning, 6u each at the noon and in the evening.)) From unknown start date for "type 2 diabetes". Patient's height: 160 cm; patient's weight: 52.5 kg; patient's bmi: 20.50781250; dosage regimens: novopen 6: novorapid penfill: current condition: type 2 diabetes, (around 27 years) liver depression. Historical drug: gansulin. Historical condition: carotid artery stenosis. Procedure: carotid artery stenosis surgery, hospitalized. Concomitant products included - insulin glargine, aspirin [acetylsalicylic acid], atorvastatin calcium. On (B)(6) 2025, the patient reported that after using novopen 6 on the morning, found that the dose memory of the novopen 6 was not working. On the same day, found that her blood sugar was not well controlled and was relatively high. On an unknown date, one night in (B)(6) 2025, her blood sugar (blood glucose) reached 30 mmol/l, accompanied by sweating and discomfort. Batch numbers: novopen 6: mvg7c14. Novorapid penfill: unk. Action taken to novopen 6 was reported as product discontinued. Action taken to novorapid penfill was not reported. The outcome for the event "the patient's blood sugar was not well controlled and was relatively high (blood sugar increased)" was not reported. The outcome for the event "on (B)(6) 2025, the dose memory was not working. That the dose counter of the novopen 6 purchased online showed "error (device image display error)" was not reported. No further information available. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo".